Manufacturer narrative:
A review of the device history records for the batch revealed no deviation in material or manufacture which would have contributed to the complaint condition. The returned driver was visually inspected and analysed at an external laboratory via sem fractography and hardness testing. Sem fractography characterised the mode of failure as torsional overloading, and surveys of the fracture surface revealed no material discontinuities. Hardness testing verified the conformance of the material and manufacturing process to specification. It was determined the possible cause of failure was mechanical overloading. Since this is a reusable device, it is not possible to determine if the fracture occurred due to a single torsional overload event or accumulative wear and tear occurring over multiple uses. The loan kit has been replaced with a new driver, which we will monitor as part of our post-market surveillance, to ensure that the device continues to meet our standards of safety and performance.

Event description:
The t8 torx driver tip sheared off flush in the head of a 3.5mm locking screw (fifth screw in the operation) for a 1st mtpj procedure. The broken section of the driver could not be retrieved. The driver is made of 420c stainless steel which is non-implantable.

Manufacturer narrative:
The fractured screwdriver is to be sent to an external laboratory for fracture and defect analysis. Upon return and further investigation into the reported condition, the report will be updated to provide a summary of the investigation conclusions and any appropriate corrective actions to be implemented.

Event description:
The t8 torx driver tip sheared off flush in the head of a 3.5mm locking screw (fifth screw in the operation) for a 1st mtpj procedure. The broken section of the driver could not be retrieved. The driver is made of 420c stainless steel which is non-implantable.